Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the needle has fractured just below the tip and is bent about halfway up from the fracture site. The device has been cycled twice and the pusher assembly area is also deformed. Medical records were not provided. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Lot# - it was reported that the exact lot# of the device involved in the event is unknown. However, there are six potential lot#s of the device involved. These lot numbers are: lot# 65700851, expiration date: 10/17/2027, UDI: (B)(4). Lot# 700900, expiration date: 05/04/2026, UDI: (B)(4). Lot# 65700840, expiration date: 10/20/2027, UDI: (B)(4). Lot# 719480, expiration date: 05/11/2026, UDI: (B)(4). Lot# 467070, expiration date: 09/29/2027, UDI: (B)(4). Lot# 65700846, expiration date: 10/19/2027, UDI: (B)(4). Report source: foreign - event occurred in japan. Potential manufacturing dates by lot# - lot# 65700851; manufacture date: 10/17/2022. Lot# 700900; manufacture date: 05/04/2021. Lot# 65700840; manufacture date: 10/20/2022. Lot# 719480; manufacture date: 05/11/2021. Lot# 467070; manufacture date: 09/29/2022. Lot# 65700846; manufacture date: 10/19/2022. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the needle fractured off of the device. Subsequently, the surgeon had to make an additional incision in order to remove the broken piece successfully. Attempts have been made and no further information has been provided.